Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that the customer placed the PICC on (B)(6) 2023. Fracture was approximately 1mm from the hub/clamp wings. Patient also told the customer that he had problems several times with it getting difficult to flush and his home care nurse really had to work at it and push and back flush it to get it working again. Additional information received 11 august 2023: patient was receiving vancomycin and rocephin antibiotics for left foot second digit ulcer clinically osteomyelitis positive, obesity, hypertension, acute kidney disease, peripheral artery disease, coronary artery disease. Patient missed his dose of antibiotics, had to come to the ER to have PICC line assessed, removed, and replaced. Antibiotics were delayed approximately 12 hours. Fracture was outside the body underneath the dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that the customer placed the PICC on (B)(6) 2023. Fracture was approximately 1mm from the hub/clamp wings. Patient also told the customer that he had problems several times with it getting difficult to flush and his home care nurse really had to work at it and push and back flush it to get it working again. Additional information received 11 august 2023: patient was receiving vancomycin and rocephin antibiotics for left foot second digit ulcer clinically osteomyelitis positive, obesity, hypertension, acute kidney disease, peripheral artery disease, coronary artery disease. Patient missed his dose of antibiotics, had to come to the ER to have PICC line assessed, removed, and replaced. Antibiotics were delayed approximately 12 hours. Fracture was outside the body underneath the dressing.